Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (monitor - service code(s)/wrench code(s)) has been confirmed. The monitor displayed a service code 111 and 114 upon investigation, the failure was isolated to contamination on ca board component j502. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.